Event description:
Consumer complaint of about blood result reading "lo." Customer feels ill. Last results in memory were "lo", 154 mg/dl, 126 mg/dl and 103 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about blood result reading "lo".customer feels ill. Last results in memory were "lo", 154mg/dl, 126mg/dl, 103mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned. (B)(4).